Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) battery status is 2.65 volts. There is a total of 46 episodes, 7 treated. The device has been implanted 3.5 years. The patient is 100% paced.